Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture ingress, a keypad button response issue with evidence of contamination and button contact damage, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery compartment was observed to be cracked and have stripped threads. The returned battery cap and test cap were unable to fully tighten on to the pump. Evidence of moisture contamination was found inside the battery compartment. The pump failed a leak test at the battery compartment crack. The ok keypad button was intermittently unresponsive during testing. Evidence of contamination was found under all key contacts and the ok key contact was misaligned. The keypad cover had been returned torn. Additionally, the display screen was dim and discolored. Unrelated to these issues, the audio bolus button cover was torn. The button responded properly during testing. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).